Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4). Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a spinal surgery for scoliosis the catheter was "sliced" in the spinal segment at approximately the 21cm marker. It was reported that the catheter needed to be moved during the surgery. A new spinal segment was implanted and spliced with the existing proximal segment during revision of the catheter. The catheter was then primed and therapy resumed. The drug used in the pump was lioresal. No patient symptoms or injury were reported. Patient outcome was not provided. Additional information has been requested but was not available at the time of this report.